Event description:
Inzii retrieval system. "First time dr. Arreguin used product (current evaluation) bag broke during procedure at the bottom- 1 piece fragmented and needed to be retrieved."

Manufacturer narrative:
The incident device has not yet been returned for evaluation. Upon return of device and completion of the evaluation, a follow up report will be submitted.